Event description:
The pt had been treated on hemodialysis with the rexeed-l series (wet type, gamma sterilized). The rexeed-l used for the pt was replaced by the rexeed-15lx. Dyspnea, face swelling, lip discoloring and numbness occurred 2 minutes after hemodialysis started at the four session with the rexeed-15lx.

Manufacturer narrative:
Rexeed-15lx is similar device marketed in us, asahi rexeed-sx/lx dialyzer (B)(4). The used device could not be analyzed because it was discarded by the user facility. No abnormality was found in the quality records of the suspect product lot. Consequently, the root cause of the event could not be identified as only the insufficient info was available. The symptoms observed in the events are considered to be a dialyzer reaction. If the device is not primed according to the instructions for use, the presence of residual contaminants may cause adverse events. Asahi has enhanced the priming instructions to ensure safer use by revising the presentation of warning and precautions. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unk cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.